Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, after using the suture to close deep layer during total knee procedure, leakage was found. The patient had excessive drainage. The patient went in for repair.